Manufacturer narrative:
Additional information: section h manufacturer narrative, imdrf annex codes, section b describe event or problem, section d device available for eval and returned to manufacturer. Part analysis: the reported condition of "station is rebooting" was confirmed by field service engineer (fse) and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the field service engineer (fse) responded to reports of the station rebooting unexpectedly during medication dispensing. The customer confirmed the issue had occurred multiple times. Upon inspection, fse discovered a small slice in the pyxibus cable insulation that was contacting the drawer, causing a short and triggering the station to reboot. The damaged pyxibus cable was replaced to resolve the issue and verified that the station booted properly and that all of the drawers were functioning. During dchu visual inspection: pn 121085-01: the unit revealed signs of thermal damage, including exposed copper strands with sharp bends and visible burn marks. No fluid ingress or other anomalies were observed. During dchu testing: pn 121085-01: no testing was required due to evidence of thermal damage, including exposed copper strands with sharp bends and visible burn marks observed on the "assy cbl pyxibus 7 drawer". The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue "station is rebooting" was due to damage to the "assy cbl pyxibus 7 drawer (pn 121085-01), which showed signs of exposed copper strands, leading to the observed thermal damage which compromised the electrical integrity. This condition caused intermittent power instability, resulting in the station rebooting unexpectedly during medication dispensing and affecting drawer functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was rebooting. The customer stated that this malfunction occurred while dispensing the medication. As per part investigation, it was that determined that assy cbl pyxibus 7 drawer (pn 121085-01), which showed signs of exposed copper strands, leading to the observed thermal damage. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was rebooting. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system was station was rebooting. A field service engineer (fse) responded to reports of the station rebooting unexpectedly during medication dispensing. The customer confirmed the issue had occurred multiple times. Upon inspection, fse discovered a small slice in the pyxibus cable insulation that was contacting the drawer, causing a short and triggering the station to reboot. The damaged pyxibus cable was replaced to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was rebooting. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.